Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. Manufacturer continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the sculpt setting of a cataract extraction procedure, the occlusion alarm sounded and there was no vacuum. An attempt made to clear the occlusion by increasing the vacuum but this did not resolve the issue. The handpiece and cassette were exchanged but the system still registered an occlusion . The handpiece was changed back to the original handpiece and the occlusion and vacuum was resolved. The procedure was completed with no harm to the patient